Event description:
It was reported to boston scientific corporation that a microknife xl was being prepared for use in the ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation outside the patient, the user noticed that the wire at the handle section of the microknike xl broken. A photo of the complaint device outside the patient was provided by the customer and showed the wire at the handle section of the device was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of wire broken.

Event description:
It was reported to boston scientific corporation that a microknife xl was being prepared for use in the ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation outside the patient, the user noticed that the wire at the handle section of the microknike xl broken. A photo of the complaint device outside the patient was provided by the customer and showed the wire at the handle section of the device was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of wire broken. Block h11: the returned microknife xl was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked at handle section. Media analysis shows that the cutting wire kinked and broken at the handle and incorrectly crimped to the connector joint strength at handle section. Which are consistent with the findings when the device was observed under x-ray. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and kinked at handle section. Additionally, the cutting wire was incorrectly crimped to the connector joint strength at handle section. Based on the condition of the device, it was not possible to determine whether the problem occurred due to the technique used or due to the procedural and anatomical conditions during the reported event, or whether it was related to a device malfunction during the procedure. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse events. Based on all gathered information, the complaint will be documented as "cause not established". A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.